Manufacturer narrative:
Il investigation determined that the acl top software is functioning correctly according to the customer's test configuration and that there is no malfunction of our device or software. Therefore, no remedial action indicated. Il will work with the customer to resolve the problem, which is likely attributable to their lis.

Event description:
A complaint was received indicating that acl top 700 cts, s/n (B)(4), generated xa results that crossed to their (B)(6) information system (lis) as <0.04 due to a qc flag associated with the results. Four patients were administered unnecessary heparin based on reported results. There was no reported adverse effect on the patients.